Event description:
It was reported that a patient, (B)(6) year old male, underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion which did not require intervention. The patient had no medical history. At the end of the procedure, it was noticed that the patient had a drop in blood pressure. A transthoracic echo was performed and confirmed a small, 1 cm effusion. IV fluids were given and the patient was monitored. There was no difficulty experienced in manipulating the catheter. There were no abnormal signals. The rf generator was set to power-control mode at 30 watts. The temperature cut-off setting was 50c and the flow setting was set to 30ml/min. The act was maintained at 250-350. The patient did not require extended hospitalization nor did he require intervention. The patient fully recovered with no residual effects. The physician¿s opinion regarding the causality was procedure related. He could not note a specific cause, however, he did not believe it was device related. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6) male, underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion which did not require intervention. The patient had no medical history. At the end of the procedure, it was noticed that the patient had a drop in blood pressure. A transthoracic echo was performed and confirmed a small, 1 cm effusion. IV fluids were given and the patient was monitored. There was no difficulty experienced in manipulating the catheter. There were no abnormal signals. The rf generator was set to power-control mode at 30 watts. The temperature cut-off setting was 50c and the flow setting was set to 30ml/min. The act was maintained at 250-350. The patient did not require extended hospitalization nor did he require intervention. The patient fully recovered with no residual effects. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and screening test. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working accordingly. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion and blood pressure drop remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: 1.carto 3 system: model #: m-4800-01, serial #: (B)(4). 2.stockert generator: model #: unknown, serial #: unknown. 3.coolflow pump: model #: m-5491-02, serial #: (B)(4). 4.acunav catheter - distributed: model #: m-5723-09, lot #: unknown. (B)(4).